Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report (B)(4). In a follow up with the facility, it was communicated "that the information we already have is all they know because this is an issue that occured 9 months ago". No further information was available in regards to patient involvement and/or the intended infusion. They were unable to provide any further details. The device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility: under infusion.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). The pump was visually inspected upon receipt and the pump was not functional. The pump exhibited obvious physical damage; the syringe holder and drive head were inoperable. The pump was repaired and preventative maintenance performed. The pump was then functionally tested and met specification multiple attempts to obtain additional information were not successful. Without the date / intended infusion and/or drug to be infused , further evaluation was not possible. If additional pertinent information becomes availble, a follow up report will be submitted.